Manufacturer narrative:
The field service engineer (fse) found that the tubing for a reagent probe was damaged by the metal guide rails. The fse replaced the tubing, the reagent probe, the reagent probe sensor, and liquid level detection (lld). Instrument checks, precision testing, calibration, and qc were all acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The probnp ii reagent lot number was 882718 with an expiration date of 31-oct-2026. The troponin t reagent lot number was 847378 with an expiration date of 31-oct-2026. The tsh reagent lot number was 868935 with an expiration date of 30-sep-2026.

Event description:
We received an allegation of questionable low results for multiple patient samples tested for multiple assays on a cobas e 801 analytical unit. Discrepant results were provided for 3 patient samples tested for elecsys probnp ii (probnp ii), elecsys troponin t gen 5 (troponin t), and elecsys tsh v2 (tsh). The initial results were questioned by the doctor, and the samples were repeated on a different e801 analyzer. Patient 1 initial tsh result was 0.0133 uiu/ml. The repeat result was 2.27 uiu/ml. Patient 2 initial probnp ii result was 36.0 pg/ml. The repeat result was 865 pg/ml. Patient 3 initial troponin t result was 6.0 ng/l the repeat result was 46.3 ng/l. The repeat results were believed to be correct.